Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The jaws were not jammed shut. The jaws opened and closed normally when the handle was activated. The knife extended and retracted normally when the trigger was activated. The knife cut the test media cleanly. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the jaw of the device were closed for entry through the trocar. Would not open again once inside the peritoneal cavity, was never activated due to this. No repercussions to the patient. Device was removed and another device was opened with no complication. There was no patient injury.